Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, the foot did not completely retract (park) after suture deployment. The foot had retracted enough that there was no problem in removing the proglide from the anatomy. There was no force or pulling of the device to remove and no vessel damage was noted. Hemostasis was achieved using the deployed proglide sutures. There was no reported medical intervention needed or necessary in removing the proglide device. No adverse patient sequelae was reported. There were no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported foot retraction issue was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.